Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31685036l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During ischemic lv (left ventricle) vt (ventricular tachycardia) ablation procedure with a thermocool smarttouch sf catheter, the patient experienced a sudden drop in blood pressure and pericardial effusion leading to attempts to perform pericardial drain inserted to remove the excess blood from around the heart, but the patient needed cardiac surgery. The patient was taken to the critical care unit (ccu) ward. The physician¿s opinion on the cause of this adverse event was the procedure, and likely perforation from map catheter manipulation during rf (radiofrequency) ablation. The patient required extended hospitalization because of the adverse event. There was a difficult transeptal puncture at the beginning of the procedure. The patients lv was mapped during (sr) sinus rhythm and ablation was happening when there was a noticeable 'steam pop' during ablation. The surgery was not prolonged due to the event, and the procedure was stopped early, and the patient was taken to ccu ward. The product was not used in a clinical trial. The event happened during a procedure. The transseptal puncture was performed with brk needle. Prior to noting the pericardial effusion / cardiac tamponade ablation was performed. Steam pop was audible sand noted by the operator. The event occurred during ablation phase. The flow setting was 30ml/min. The patient had a thoracotomy in the cath lab but was not sure what else they had or the subsequent location of the suspected perforation. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation. No error messages observed on biosense webster equipment during the procedure. The force visualization features used were graph, dashboard, vector and visitag. The visitag module parameter for stability used was standard settings. No additional filter was used with the visitag. The color option prospectively used was impedance drop. The energy source used when the adverse event occurred was rf. One transseptal puncture site was performed during the procedure. The number of performed ablation was 20 with rf only. No ablations were performed within the pulmonary veins, and this was a ventricular case, therefore none outside the pulmonary veins. The force sensing ablation catheter used was smarttouch d/f. The visitag module parameter for stability used was time 3s. No additional filter was used with the visitag. The generator and catheter used during the procedure were smartablate rf generator and smarttouch d/f catheter. The ablation mode and thresholds used were rf and 50w. The temperature, impedance, and power used were 50w, imp 90ohms, and 37s. The total ablation time for that ablation period was 37s.